Event description:
Event description guidant received information that this implantable lead displayed noise on the rate/sense channel with loss of capture at maximum outputs. The r-wave amplitude and lead impedance had decreased since implant one day earlier. The lead was explanted and replaced with another guidant product.